Manufacturer narrative:
The investigation is ongoing. H3 other text : device not returned.

Event description:
As reported by our edwards lifesciences japanese affiliates, during the transfemoral transcatheter aortic valve replacement (tavr) procedure of a 23 mm sapien 3 ultra resilia valve, there was significant resistance felt at the distal external iliac artery during advancement of the delivery system with valve through the 14fr esheath+. Additional push force was applied and the delivery system with valve was able to advance through the esheath+. The valve was then implanted successfully with no complications. Subsequently, upon withdrawal of the esheath+, an angiography performed revealed an external iliac artery dissection from proximal to distal. A stent was placed at the proximal external iliac artery to resolve the dissection.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it was discarded. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was provided for evaluation. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the esheath+, delivery system and valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for difficulty advancing the commander delivery system with crimped valve through the 14fr esheath+ was unable to be confirmed. An existing technical summary written by edwards lifesciences captures the root cause analysis for events evaluated for resistance with the delivery system as a result from increased push force. The root causes identified in the technical summary were reviewed and there were two root causes identified as applicable to this event. The first root cause is a tortuous patient anatomy which can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. As reported, "mild tortuosity" was observed in the patient's vessel. The second root cause is calcification which can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. As reported, "mild calcification" was observed in the patient's vessel. The presence of the above factors can create a challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during the delivery system advancement through the sheath. In this case, available information suggests that patient factors (calcification and tortuosity) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A previous corrective and preventive action (CAPA) was initiated for this type of event. Additionally, a previous product risk assessment (pra) was performed as part of the technical summary. Further assessment revealed the control limits have not been exceeded. No corrective or preventative actions are required at this time.